Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 160mmh20. The valve was visually inspected; needle holed in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. The valve was tested for programming with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed ,the valve failed an occlusion was noted. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming with programmer 82-3126 with serial number (B)(4) the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification. A bump mark was noted in the valve casing. Biological debris was found on the ruby ball on the seat of the ruby ball on the cam mechanism, and on the base plate. The cam magnets were controlled and the magnets passed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the programming problem is due to the biological debris found on the cam mechanism, as well as the cam dislodged. The root cause to the dislodged cam is probably due to the valve receiving a knock. The root cause to the bump mark in the valve is probably due to the valve receiving a knock. The root cause for the occlusion is due to biological debris around the ruby ball, causing this to be stuck to the seat of the ruby ball. Based on the results of the investigation, the reported issue was not confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a hakim valve could not be reprogrammed and the surgeon is considering revision. A delay time of 30 "mminutes" is reported. The valve will not be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.